Event description:
It was reported that the 2600 system is getting an intermittent table not ready message displayed on the generator console. The system was reset and the cases completed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Based on info provided the following components have been requested. Tech processor pcb, display pcb, transition pcb and the at buffer pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow up report will be submitted as required.